Manufacturer narrative:
The instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, the jaw of the fenestrated bipolar forceps instrument broke and a fell inside the patient. Although, the broken fragment was retrieved and there was no report of patient harm, adverse outcome or injury, it is unknown what caused the instrument breakage.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the jaw of the fenestrated bipolar forceps instrument broke off and a fragment fell inside the patient. The broken fragment was retrieved. The planned surgical procedure was completed and there was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken distal clevis causing one grip to dislodge. There were no missing pieces, the broken distal clevis and grip were returned with the instrument. The known common cause of this failure is due to mishandling/misuse. Based on failure analysis investigation, this MDR report is being retracted since the failure mode was found to be due to user mishandling/misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.